Event description:
The rptr did back to back (rapid succession) blood glucose tests. Rptr's results were 144, 152 and 109 mg/dl. Rptr did not have any symptoms. A control test was in range, (133) 94-141. On followup, a family member confirmed the reported tests. It was stated that the rptr checks the confirmation dot when testing. No harm was alleged.